Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the internal carotid artery. The physician was preparing the 10.0-31 carotid wallstent and the stent dislodged from the stent delivery system after the device was flushed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the internal carotid artery. The physician was preparing the 10.0-31 carotid wallstent and the stent dislodged from the stent delivery system after the device was flushed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was fully mounted on to the stent delivery system. No issues were noted with the profile of the device. During analysis, it was possible to fully deploy the stent without issue and no issues were noted with the profile of the deployed stent or the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).